Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information, patient photo. Service engineer tested the device and advised: "10/16 verified power calibration for alex and yag wavelengths, cleaned focus tip optics, found damaged cooling line from the zimmer to the hp. Ordered new cooling line. 10/17 replaced the cooling line connecting the zimmer chiller to the hand piece. System meets specifications and is ready for use." Manufacturer representative advised: "in my opinion this malfunction cannot lead to serious injuries. When the shots become "hot", well before developing serious burns, a rational and conscious patient asks to stop the treatment. In order the incident to become serious, the patient should withstand repeated shots on the same spot, willingly ignoring pain. So I would rate this event non-reportable." However, since the customer didn't provide us clinical data, this case will be submitted to the FDA clinically wise in an 'abundance of caution'. Since no essential information was received within period which is determined for reportability, lumenis is reporting this event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted. Since lumenis is not the legal manufacturer of the device, this case is non-reportable by lumenis. Nevertheless, all the information of this adverse event was sent to the legal manufacturer "bios".

Event description:
Lumenis received an adverse event report on a patient who sustained injury following treatment by spx device.